Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 4/3 x 10mm (bopt4310) was returned for investigation with a mating cover screw. Visual evaluation of the as returned product identified signs of wear from use about the implant threads, collar and drive feature but no evidence of any significant damage. The product matched print specifications were measured against drawing 1040007 rev c (cal1334 cal due: (B)(6) 2020. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the implant site. DHR review was completed for the subject lot number 2018101769. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018101769) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (unable to place & bone loss) or product (bopt4310). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H10: added manufacturer narrative. Note: h6 event problem and evaluation codes: submitted previously.

Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Zimmer biomet complaint (B)(4). Patient weight: not provided. Summary investigation.

Event description:
It was reported that an implant (bopt4310) was unable to be placed into osteotomy. Implant did not achieve primary stability and it was removed. Site was bone grafted. Bone loss was also reported occurred as a result of the event. Tooth location 30.